Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 14405006 from 31sep2017 through aware date 31oct2018. There were no similar complaints identified during the search period. . The st hba1c aia-pack package insert states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). The most probable cause of the reported event was due to a defective column.

Event description:
A customer reported that an initial hemoglobin a1c (hba1c) patient result of 10.6% with the g8 analyzer was questioned by the physician. The subject patient sample was repeated the following day with an hba1c result of 5.7%. The customer provided the chromatogram for both patient results to the technical support specialist (tss). Upon review of the data, the tss noted that there were four patient results, including this one, with had extra peaks and high stable a1c (sa1c) results. The tss ordered a new column for the replacement to address the reported event. Upon follow-up the customer confirmed that replacement of the column resolved the reported event. The customer stated that the three (3) patient samples with the extra peak were sent to a reference lab, which provided the same sa1c result as the g8 analyzer. There was no indication of any patient intervention or adverse health consequences due to the reported event.